Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed blisters under some of the electrodes. It was reported that there was some open skin. The patient's physician recommended that the patient remove the device to let his skin heal. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.